Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements due to lead dislodgement. Also, the lead integrity appeared compromised as the suture sleeve was damaged. Additional information indicates that the dislodgement was confirmed in the clinic through flourocopy, no capture was noted as well. This lv lead was explanted. No additional adverse patient effects were reported.